Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was returned for disposal. The device was scheduled for additional analysis when initial review showed the device had not declared elective replacement indicator status as expected prior to end of life being declared. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.